Event description:
Surgeon was using lp positioning device to size for ultracinch for maze when tip to positioning device broke off when connected to ultracinch. The device was not in the patient at the time. Due to breakage, the ultracinch was dropped too low and contaminated. Both devices were removed from field and replaced.